Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator was unable to maintain fio2 (fraction of inspired oxygen) levels and displayed a patient circuit disconnected alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain fio2 levels and displaying a "patient circuit disconnected" alarm was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.